Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not feeling stimulation. The programmer and recharger were not communicating. The patient got a poor communication screen on the patient programmer. The patient tried the recharger and was able to get to the normal recharging screen. The patient said the ins icon was showing the ins was low. The patient did not see a lightning bolt. It was reviewed for the patient to continue charging and then turn the ins on. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get the ins to take a charge. Two days ago the ins was taking a charge just fine but now it wouldn't charge; the patient had tried charging all day and night. Troubleshooting couldn't be performed as the patient didn't have their equipment with them. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient didn't know why the stimulator wouldn't charge and that they had made several attempts to charge it. The issue was not resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.